Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional test was performed and passed the receiver log was downloaded and reviewed no errors related to the complaint. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred on 10/11/2023 for receiver with serial number (B)(6). However, wearable was returned for evaluation. An external visual inspection was performed and passed. No data was provided for evaluation. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss is reportable based on the allegation was undetermined. No injury or medical intervention was reported.